Event description:
It was reported that pacemaker mediated tachycardia (pmt) had occurred at various times, and there was far-field oversensing in the atrium. Boston scientific technical services recommended programming options. The device and leads were later explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that pacemaker mediated tachycardia (pmt) had occurred at various times, and there was far-field oversensing in the atrium. Boston scientific technical services recommended programming options. The device and leads were later explanted. No additional adverse patient effects were reported.